Manufacturer narrative:
The failure for heat was confirmed by the technician. Through disassembly and visual inspection, the technician determined the device failed due to corrosion of the components including the bearings. Corrosion may limit the rotational and design function of the device creating the symptom. The device was scrapped at the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the micro drill medium straight attachment overheated during a procedure. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the micro drill medium straight attachment overheated during a procedure. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.